Event description:
A 49 year old male to or on 5/1/98 for coronary artery bypass graft. Pt had datascope intra-aortic balloon pump catheter placed in catheter lab on 4/30/98 to rt femoral artery. Intra-aortic balloon pump utilized was bard. Pt had good augmentation noted. After anesthesia but prior to starting procedure intra-aortic balloon pump alarm sounded for gas loss and pump was turned off. No blood back up noted in catheter. Tubing and connections checked and bard tubing noted to be pinched in prep frame; tubing immediately changed. Continued attempts to refill with pump unsuccessful. Bard pump then replaced with second pump and would also not inflate. Surgeon then did cut down to place new intra-aortic balloon pump catheter. Pt coded and expired despite cardiopulmonary resuscitation. Pt had transesophageal echocardiogram which showed lt ventricle akenetic. Balloon inspected and no blood in tubing. No leak noted.